Event description:
It was reported that unspecified issue occurred, interrupting insulin delivery. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.